Event description:
On (B)(6) 2024, the alizea dr s/n: (B)(6) has been interrogated before intervention to prepare for implantation, and found that the settings were vvi70bpm, 5.0v@0.5ms, unipolar 2.5mv, and it was already in standby. A pop-up message appeared asking to re-initialize alizea dr. Several warnings have been observed: [27] the device was reinitialized three times from b.o.s. [59] reinitialization performed (B)(6) 2024). [30] after device reset, it is functioning in nominal mode.

Manufacturer narrative:
The conclusions are as follows: - the three observed resets occurred on (B)(6) 2024. - those resets are most likely due to a crosstalk which occurred between devices being in a too close vicinity of each other at the time of interrogation (leading to data inconsistencies). - the subject device has been correctly re-initialized on (B)(6) 2024. - based on the available data, no issue is suspected on the subject device.